Event description:
It was reported "ruptured iab". Additional information states that the iab catheter was removed and not replaced. The patient's current condition is reported as "critical".

Manufacturer narrative:
Qn#( B)(4).

Manufacturer narrative:
(B)(4) the reported complaint of "ruptured iab" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "ruptured iab". Additional information states that the iab catheter was removed and not replaced. The patient's current condition is reported as "critical".